Manufacturer narrative:
Two used 30" (76 cm) appx 3.7 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿, bag hanger, drop-in chemolock¿ port; were received for evaluation on 2/13/23. Each sample was visually examined and there were no particulates observed. The fluid of each sample was gathered and filtered. No particulate were observed. The complaint of particulate can be confirmed based on the video provided. Received one video showing a small particulate in the drip chamber. The origin of the particulate cannot be confirmed based on the video. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 - date device received - 2/13/2023.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received. Initial reporter name and address: phone number: (B)(6).

Event description:
The event occurred on an unspecified date and involved a 30" (76 cm) appx 3.7 ml, 20 drop admin set w/integrated chemolock¿ port drip chamber, chemolock¿, bag hanger, drop-in chemolock¿ port which was reported to have white particles in normal secondary set. The reporter was unsure if the particles were due to the device or if they were from the infusion bag. The pharmacy was notified of this issue by sultan qaboos comprehensive cancer care and research centre (sqcccrc) also located in oman. The customer stated that the event started from late of november 2022 to present. There were no holes, cuts, tears, or any defect noted on the device or packaging but for some IV set they are noticing like there is a kind of abrasion/friction. The issue occurred during set up after filling the chamber with solution. The medication was administered with filter to avoid any particles entering the patient. There was patient involvement, however, no harm was reported as a consequence of this event.